Event description:
It was reported that during a lap cholecystectomy, there was a malformation in the clips that punctured the cystic duct and prolonged the procedure time. Unknown how the case was completed. Unknown patient consequence. Additional information has been requested, no response has been received to date.

Manufacturer narrative:
(B)(4). Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the shape of the clip that punctured the cystic duct? Did the clip cut or puncture the duct? Which firing did this occur on? How was the situation mitigated after the duct was punctured? Was there any negative patient consequence as a result of the incident? How was the procedure completed? What is the patient's sex, age, and weight? Is the surgeon a new user of the ligamax clip applier?

Manufacturer narrative:
(B)(4). Empty. Four clips and three scissor clips were returned inside a plastic bag. The analysis results found that the el5ml device was received in good visual condition with the jaws properly aligned. Upon cycling the device, it was noted to be empty and locked out. No functional testing could be performed due to the condition of the returned device. In addition as per the instructions for use "do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation." No conclusion could be reached as to what may have caused the reported incident.